Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient's implant is not working and their therapist told them to have the device checked. The caller reported that for a while it did not bother them and now it is hurting again in their back. The patient was redirected to their healthcare provider (hcp) to resolve the symptoms. The patient stated that this has been going on for about two weeks now and that their healthcare provider (hcp) has left. The patient was sent new healthcare provider (hcp) listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they were having low back pain and tried to turn the device but it would not turn on. The patient stated they put a new battery in and still couldn¿t turn on the implant. It was unknown what the circumstances were that caused it to not work.